Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the pump revealed peeling at the down arrow button. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive; the ok keypad button was unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons required hard presses to engage. No damage to the keypad or moisture in the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.